Event description:
It was reported that during use of this handpiece, it generated heat near the bur guard. The user exchanged the device for an alternate and completed the surgery without serious injury or surgical delay.

Manufacturer narrative:
Investigation findings: conmed linvatec received the handpiece for evaluation and was unable to confirm the reported problem because the handpiece would not operate. Further investigation found bearing and collet failure. In addition, the evaluator noted that this unit is overdue for preventative maintenance; last date of service june 2006. The instruction manual for this device cautions the user of the following: as certain internal components (i.e. Bearings) are known to degrade with use, cleaning, sterilization cycles, and/or lack of preventative maintenance, conmed linvatec recommends that surgairtome two handpieces be returned to the factory for routine maintenance every twelve months. Likewise, bur guards and angle attachments should be returned every six months for preventive maintenance. Failure to follow this routine maintenance schedule may result in overheating or damage to the handpiece and/or bur guard and attachments, and may result in injury to patients or the medical personnel. The bur guard report for this event is submitted under MDR 1017294-2008-00111.